Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported his act and esc buttons were not responding. The customer's blood glucose was 90 mg/dl. He stated he was exercising prior to the keypad issues occuring. He also reported receiving a battery out limit alarm. It was found the customer had left the battery out for a greater amount of time than allowed by the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with operating currents in specification. No unexpected battery out limit alarm noted. However, the device had intermittent button response due to moisture damage on the keypad trace. Minor scratched lcd window, cracked case near the display window corners, and cracked reservoir tube lip.